Manufacturer narrative:
A boston scientific technical services consultant informed the caller that a measurement of zero is an invalid measurement and they may want to bring the patient in for further testing. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shock impedance measurement of zero ohms. Measurements have been in normal limits since the one out of range measurement was noted. A review of the device data also noted a decrease in the pacing impedance measurements on the right ventricular (rv) and left ventricular (lv) channels. There were no measurements that were out of range. No adverse patient effects were reported.